Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 800 mg/dl at the time of the incident. Customer declined troubleshoot for high blood glucose. It was unknown the auto mode feature was active or not at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump did not turn on. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 5.2a retainer ring = black the customer was hospitalized for alleged high bg's, blank display and cosmetic damage on the pump serial number label on (B)(6) 2022.t he pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. There was no damage noted on the pump serial number label. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. There was no damage noted on the original battery cap. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download. The pump powered up properly after the test battery was installed. The pump was programmed and monitored 2 days. No blank display noted. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. The pump passed the functional testing. Unable to confirm alleged high bg's. Blank display was not confirmed. Cosmetic damage at the pump serial number label was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer reported that the pump was not turning on after a fall. She had covid, had a fall, and had high blood glucose. Customer went to hospital due rehabilitation. She said the high blood glucose was pump related but declined to troubleshoot. Incident date is july 31, 2022 per sap for pump.